Manufacturer narrative:
The device was returned for evaluation. Patency testing with air did not reveal any anomaly. The valve was pressure/flow tested and found out of specifications. Reverse leakage was important (over 5ml/hr). The silicone elastomer valve chamber was not leaking (no damage or gluing defect). The valve core was removed from its valve chamber and opened: microscopic examination revealed the seat was partially out of its lodgment within the diaphragm and stuck above the pin. This situation corresponds to an ¿open mechanism¿ and explains the absence of flow regulation. If the seat was not correctly placed during valve assembly, it would have been moved by the flushes applied to the valve before the final pressure/flow test and the valve would fail the pressure/flow test. Process steps carried out after pressure/flow test (packaging, sterilization, shipping) cannot stress the valve in a such way that the seat can be partially removed from its lodgment. This valve serial number (B)(4) was tested within pressure/flow specifications at the end of its manufacturing process, as shown on the device history records. The valve¿s seat, part of the valve¿s mechanism, is placed in a polysulfone casing and cannot be moved by valve manipulations (previous testing including severe flushes until 2 bars did not displace the seat). The valve was explanted for underdrainage, however, the received valve is overdraining. Underdrainage is known to be correlated to shunt system overdrainage: overdrainage leads the ventricle to shrink (slit ventricle) and promotes obstruction of the ventricular catheter; then the residues can move along the shunt and block the valve mechanism. Overdrainage and underdrainage are known, patient-related complications of valve therapy, as stated in the product instructions for use. The complaint is verified, valve is out of specifications, however, the investigation could not determine the exact origin of the seat displacement. The device history records review did not reveal any anomaly that could explain the reported event. The reported complaint was confirmed. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the 909712 osvii connector with antechamber valve stopped draining on (B)(6) 2019 with 37 days of implantation. There was no patient injury however, revision/medical intervention was reported. Additional information has been requested.